Event description:
It has been reported to philips that the c-arm movement was not working. No harm has been reported to philips. A philips service engineer inspected the system on site and reconnected the geo pc connections. It has been informed to the user to maintain technical room temp and humidity and after that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed and identified that the c-arm movement was not working. Upon troubleshooting, fse checked the unit and found the error led is glowing in ipc adaptor. Fse, reconnected the geo ipc, ipc adaptor and pcu connectors and the system was returned to good working order. These codes were updated based on investigation outcome.